Event description:
Related manufacturer report number: 3006705815-2024-01924. It was reported that the patient was experiencing ineffective therapy due to high impedances on one lead. Reprogramming was unable to resolve the issue. X-rays revealed lead migration. As a result, the patient underwent surgical intervention during which the patient's leads were explanted and replaced. During the procedure, it was noted that one of the lead was fractured. The patient was doing well post-operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.